Event description:
Event occurred in egypt. It was reported that the patient faced an event on (B)(6) 2026, where bent cannula caused hyperglycemia treated by pump.

Manufacturer narrative:
E1:name (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.